Manufacturer narrative:
The impella device was received from the customer on 21-mar-2024 and therefore,¿an evaluation of the device was is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support when the automated impella controller (aic) had a purge disc not detected alarm. Staff tried to reconnect the purge disc to no avail. A new purge disc was attempted and it was unsuccessful. The staff replaced the aic and the purge disc was installed without an issue.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The console was returned and tested. Console was inspected after arriving in fs and the purge flag was confirmed to be broken. The root cause of this issue was a broken/missing purge flag.